Event description:
It was reported that this pacemaker reverted to safety mode. The explant procedure was performed on (B)(6) 2026. No additional adverse patient effects were reported. This device is not expected to be returned since it was retained by customer.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.